Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device remains implanted.

Event description:
It was reported through stryker facebook page: "I had mako knee replacement a year ago. My knee still hurts. Aches during the night, I can¿t go up or down stairs without pain. Same with getting off a toilet or a rocker or a chair."